Manufacturer narrative:
General reagent issues can be excluded as no further issues were reported, and a correct rerun was performed with the same reagents. The field service engineer checked the instrument and found no cause. He performed proactive measures and replaced the vacuum diaphragms, the valves for the syringes, and the preventive maintenance kit. He then confirmed that the tests and the module were performing within specifications. No further issues were reported after the service visit. The service actions performed by the engineer resolved the issue through a commonly trained troubleshooting process. The cause of the event could not be determined.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with aspartate aminotransferase assay and alanine aminotransferase acc. To ifcc without pyridoxal phosphate activation assay on a cobas 8000 cobas c 502 module. Aspartate aminotransferase: initial result: 3.8 u/l. 1st repeat result: 91.1 u/l (tested with decrease mode). 2nd repeat result: 92.1 u/l. 3rd repeat result: 88.1 u/l. The sample was then repeated several times on a cobas c 503, and the repeat results were 109 u/l and 110 u/l. The sample was repeated again on the cobas c 503, and the last repeat result was 107 u/l. Alanine aminotransferase: initial result: 292.2 u/l. 1st repeat result: 495.2 u/l (tested with decrease mode). 2nd repeat result: 498.8 u/l. 3rd repeat result: 498.0 u/l. The sample was then repeated several times on a cobas c 503, and the repeat results were 665 u/l, 666 u/l, and 667 u/l. The sample was repeated again on the cobas c 503, and the last repeat result was 647 u/l. The physician requested the customer to recheck the initial results, prompting the repeat of the sample. The last repeat results were reported to the physician.

Manufacturer narrative:
The aspartate aminotransferase reagent lot number was 82017001 with an expiration date of 30-nov-2025. The alanine aminotransferase reagent lot number was 88365501 with an expiration date of 31-aug-2026. The qc was within the acceptable ranges. The investigation is ongoing.